Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional of a clinical study. It was reported that manufacturer representative noted when they met with patient, their battery was overdischarged and needed to clear the power on reset (por). Representative reprogrammed it on (B)(4) 2018 and the issue was resolved without sequelae. The clinical diagnosis was reported to be that the loss of stimulation was due to battery overdischarging. No further complications were reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the health care provider (hcp) of a clinical study via a company representative (rep) reporting that the cause of the low back pain was loss of stimulation due to battery overdischarging. The device was reprogrammed on (B)(6) 2017.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional of a clinical study regarding a patient with an implantable neurostimulator (ins) for spinal pain. It was reported that the patient presented to the ER on (B)(6) 2017 with lower back pain. The patient had began experiencing lower back central pain that was unable to be controlled with the spinal cord stimulation (scs). The patient did not know what initiated the pain. The patient was given pain medication injections, which seemed to relieve the pain a bit. A lumbar x-ray was unremarkable. The patient was sent home. The patient presented to the ER again on (B)(6) 2017 with the same complaint of low back pain. The pain was worse on the right lower back. The patient did not think the scs was working and the medications were not alleviating the pain. The patient was given oral pain medications and was told to follow up with their primary care physician. On (B)(6) 2017 the patient called their clinic stating that the scs was not working and company representative¿s number was given. On (B)(6) 2018 the patient went to the ER again with complaints of pain and scs not working. The patient was not given pain medications and was told to follow up with their clinic. It was noted that the device was reprogrammed. The patient had not contacted their clinic again and the outcome was ongoing. The etiology indicated the relationship of the event to the device or therapy was related, but not related to the implant procedure. No further complications were reported or anticipated.